Manufacturer narrative:
The reported event was unknown malfunction. As received, a partial lead distal portion was returned in one piece for analysis. Electrical testing did not find identify any anomaly other than procedural damage. Failure event unrelated to reported event was observed during analysis. Visual inspection of the lead found an external abrasion breaching the outer insulation due to friction to another device or features of the patient anatomy.

Manufacturer narrative:
Further information was requested but not received.

Event description:
Related manufacturer reference number: 2017865-2023-95184. Related manufacturer reference number: 2017865-2023-95186. It was reported that the patient had their pacemaker, right atrial lead and right ventricular lead explanted for an unknown indication. No patient condition or further information could be obtained.